Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the hanger assembly was broken and that the display wires were pinched but not compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. The plastic of the atrial port was cracked and the cable was loose when connected. The epg was returned for service. There was no patient involvement.